Event description:
It was reported that during implant, the connector pin of the lead was found to be bent. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.